Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Three returned samples were evaluated of the incident. The photos showed the defect as ¿label issue¿. The label was placed lower on the tube and double banded. Based on the investigation, the most likely root cause is that if the operator has to stop and start the line. The labeler may apply a second label to a tube depending on the tube position on the conveyor bed causing it to skip a tube or two. This can also occur during a crash. The operator then did not clear these tubes from the bed.

Event description:
It was reported that bd vacutainer® plastic k2edta tube with lavender bd hemogard¿ closure had labels that weren't printed properly. No injury or medical intervention reported.